Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture and not turning on. There was a crack in the insulin pump case at the back. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.